Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to ICD replacement due to normal battery depletion, fluoroscopy was performed and revealed externalized conductors just before the distal coil. Impedance trend showed a fast drop in the last month. The lead was capped and was replaced. There were no consequences to the patient. Patient was in stable condition.